Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was having trouble charging which taking too long to charge. It was noted that the patient had high blood sugar level which she is not a compliant and decided not to do the surgery.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.